Event description:
It was reported that the mean arterial pressure was too low. The vigileo monitor had a reading of 30mmhg while the bedside monitor connected to the patient had a reading of 800mmhg. No patient complications were reported.

Manufacturer narrative:
A supplemental report will be filed when the product is returned and the evaluation is completed.

Event description:
Facility reported "unable to engage safety mechanism when removing needle from patient resulting in needle becoming exposed out of safety mechanism and contaminated needlestick to staff member." Health care worker (hcw) information: (B)(6); age at that time: (B)(6); gender: female; (B)(6).

Manufacturer narrative:
The flotrac connecting cable was returned to an edwards electronics service center for evaluation. An edwards electronic technician was unable to duplicate the reported event. Our findings show that no fault was found.